Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported air in line sensor problems were confirmed through the event history log as occurrences of air in line. This condition could not be reproduced through eval. However, the investigation did find the upstream sensor readings to be below specification which is known to cause false air in line alarms. This condition was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had air in line sensor problems. It was also reported there was no pt injury.